Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 100 to approximately 300 mg/dl. A correction bolus via the pump was delivered to address the bg level. The customer disconnected the tubing from the site and a drop of insulin was observed exiting the tubing after delivering a 1 unit bolus. The bg level remained high throughout the day until the customer changed the infusion set site. Reportedly, the customer had been using humalog in the cartridge for 6 days.